Event description:
Caller states customer tested 18.8 mmol/l on the mobile system and 2.6 mmol/l on the performa system within 10 minutes. Low blood glucose symptoms were reported with these results. Caller treated the customer with food and adjusted her insulin pump. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 27704032, expiration date 07/31/2011). Caller did not provide information regarding the performa system.

Event description:
Issue was detected in the ICU while in use on a pt. A nurse loaded the pump with too much slack from the first y-site to the slide clamp, thereby loading the tubing backwards. The tubing was connected to a central line and enough blood backed into the secondary bag to cause an alarm due to the amount of pressure detected upstream. There was no pt harm.